Event description:
It was reported through legal summons that a non-ge worker sustained a back injury, while performing maintenance work inside an mr mobile trailer. The worker reported that during this time, the rails supporting the cold pack cryogenic unit inside the trailer failed, causing the worker to fall which led to the back injury. Accounts from the legal summons indicated that the injury was "severe" and "permanent." The cold pack cryogenic unit is approximately 2 feet long and weighing approximately 250lbs. No further info on the event is available, due to its involvement in litigation.

Manufacturer narrative:
The mr sys is under the ge service contract. Ge's service directive regarding replacement of mobile compressors provides instructions to properly access the cold pack cryogenic unit. Since no further info is available, the nature of the reported "failure" could not be evaluated and root cause could not be identified.